Manufacturer narrative:
Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. To date, there is no confirmation of treatment or outcome of treatment. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.

Event description:
Pt reported to be treated at (B)(6) on (B)(6) 2011 for an eye infection. Pt was given antibiotics at the time. Pt continued to have issues and was seen again by (B)(6). At that time, pt was referred to an eye surgeon because of cysts under the pt's eyelid. Pt was seen by this dr for two visits and had two cysts removed. Pt is currently wearing contact lenses.